Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The instrument was giving vent line sensor ¿vls diluent¿ errors when the leak was noticed. The volume of the leak was not specified by the customer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, gown and goggles at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a hole in the tubing through pinch valve vl50b. The tubing through pinch valve vl50b controls the rinse of the differential mixing chamber. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was a hole in the tubing through pinch valve vl50b. The instrument operated as intended by generating 'vls diluent' errors, alerting the operator to an instrument problem. (B)(4).